Event description:
Patient had cesarean-section in the morning, then during closing, started coughing profusely, blood kept welling up and through the fascial incision, not improved once coughing subsided. Physician re-opened the skin and fascia and hemostasis was observed throughout with no clear source of the blood noted. Re-closure was done, arista applied to subcutaneous space and the skin was closed with insorb staples. Excellent hemostasis observed. Pressure dressing applied. Patient had dressing change due to saturation in afternoon, then dressing came off and was replaced. Registered nurse (rn) caring for patient went to check on dressing and found increased bleeding again. Surgeon called to bedside and noted small open area of failure of skin staples. 3m steri-strip reinforced skin closures and benzoin placed with pressure dressing. Patient's pressure dressing saturated with blood again in the morning. Dressing removed. Steri-strips no longer well applied to area of incision that is open at midline, and small amount of drainage noted. Discussed options with patient, plan to close with suture at bedside, both of the 2cm opening at midline, and the 1.5cm opening at right side of incision. Patient tolerated procedure well. Mepilex placed over incision. Stapler involved in event was not saved.